Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information was received on (B)(6) 2021. The 8 fr. Angio-seal device was used for coil embolization in a cerebral aneurysm. No bleeding was noted right after the procedure. The patient was sedated. In the next morning after the procedure, observation and a blood test revealed no abnormalities that could be suspected of bleeding. However, in the afternoon, blood pressure decreased, and it was confirmed that a hematoma developed in the abdomen when the puncture site was checked. Contrast-enhanced computed tomography scan (CT) was performed; confirmed the hematoma in the abdomen. The patient's respiratory condition worsened due to cardiac shock and blood pressure decreased to 40 to 50. The patient lost consciousness and resuscitation was performed. In order to treat the bleeding, heparin, which had been continuously administered after the surgery due to a history of atrial fibrillation, was stopped. Twelve unites of blood were transfused and manual compression was applied until next day. The patient's condition was now stable, however, the patient developed cerebral infarction, which was not seen before the procedure, and the right-sided paralysis still remains. The patient has been in the hospital and undergoing rehabilitation. According to the physician, the patient moved his/her legs quite often the next day, so this may be the cause of the event. Bleeding occurred in the procedure room. The patient's hospitalization was extended due to the event. The blood loss was probably 250 cc or more. Warfarin was administered. Heparin was administered. Before the procedure, 75 mg of plavix and pletal (antiallergic agent) were given. There was a hematoma. Medical or surgical intervention was performed to treat the bleeding, manual compression, and blood transfusion. Imperfect hemostasis may have been a cause of delayed bleeding and stopping heparin may have been a cause of cerebral infarction.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide addition information in section b5.

Event description:
Additional information was received on 23jun2021. The bleeding area was not confirmed to be a retroperitoneal bleed. It was an 8fr access sheath in the groin region. To treat the bleeding, heparin, which had been continuously administered after the surgery due to a history of atrial fibrillation, was stopped. It was confirmed that a hematoma developed in the abdomen when the puncture site was checked; no specific details regarding bleeding were provided.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in section h6. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that hemostasis was achieved using the angio-seal device and bleeding was noted. Hemorrhagic shock occurred although details are unknown. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. It was reported that the puncture site was distal to the inguinal ligament of the right or left common femoral artery was being confirmed. The vessel diameter is unknown. There was no patient injury, medical/surgical intervention required. The patient's condition was unknown, reported as unserious.